Event description:
84-diagnosed with auto immune dia. 91-diabetes (insulin dependent),91 diagnosed hashimoto's thyroiditis, 92-diagnosed inflammatory joint dis. 92-diagnosed asthma, 94-diagnosed atypical connective tissue disease. 94-silicone breast explantation, 92-hospitalized for 3 days-sinus ventricular tachycardia, 94-seizure activity, and 95-diagnosed cerebellar tia.